Event description:
During the procedure, laparoscopy supracervical hysterectomy, the coating on the harmonic ace blade started peeling off. The instrument was immediately removed from the patient's abdomen and taken off the field. All parts were accounted for and witnessed by the surgeons, scrub and circulator. No harm to patient.